Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center, exhibited that the endoscope cable could be connected securely because of a damaged video connector socket additionally, light intensity of normal light did not meet the standard value due to misalignment of optical filter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4 correction information added to section: b5 the device was returned to olympus for inspection, and the reportable malfunctions of no image and light intensity not meeting standard value were confirmed. Based on the results of the investigation, it was presumed that the "no image" was due to the electrical communication not working because of the faulty video connector. It was also presumed that the light intensity not meeting standard value was due to misalignement of the optical filter. The root cause of both events could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The endoscope cable could not be connected.